Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive while the customer was priming their tubing. At the time of the call the customer stated that the touchscreen began functioning as intended. There was no reported impact to customer's blood glucose level.